Manufacturer narrative:
The fatigue testing of the cracked bracket for the system goes beyond the life expectancy of the radixact system. The results concluded no crack propagation. Static load testing confirmed the x factor (8) of safety was maintained on the brackets.

Manufacturer narrative:
On (B)(6) 2025, during routine maintenance of the kv generator, the accuray field service engineer (fse) noticed a crack in the beam stop cradle. The cracked beam stop has been replaced at the site. There has been no injury associated with this event and the investigation is still on-going.

Event description:
Beam stop cradle has visible crack.